Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparosopic hysterectomy procedure, while attempting to close the vaginal cuff, all the needles from the three devices fell off in the tissue and were able to be retrieved using graspers. The cuff was closed vaginally rather than laparoscopically. There was no patient injury.